Event description:
Additional information was received from the patient. Patient has experienced a loss or change of therapy and is still wetting their diaper. Patient will follow up with their healthcare provider (hcp) regarding their urinary control. During the call, the patient checked with their programmer and the implantable neurostimulator (ins) is on. Patient is on 6.0v. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported the recently implanted patient was receiving no improvement with leakage symptoms. The patient was using program 4 and amplitude was at 7.6 volts. Patient appointment was scheduled for (B)(6) 2017. On (B)(6) the patient reported they were not getting 50% or better symptom relief, and at the time of the call the device was turned off and patient services assisted patient in turning the therapy on. The patient did not understand how to turn the programmer off and did not understand the difference between the programmer being off and the ins being off. On (B)(6) the patient reported their symptoms were worse than yesterday, he already had to change pads four times and normally would only need to change two pads per day. The patient was having bladder accidents. The patient was not feeling stimulation on program 3 at 5.0 volts. Patient was seen on (B)(6) 2017 and changes were made to the programming, but patient wasn¿t sure what was done and they had a sudden change to their therapy. When assisted to increase the amplitude the patient was able to feel stimulation in the bike seat area; patient increased stim to 5.5 volts before feeling stimulation. The patient could not remember which program to use and was advised to consult with their physician. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient's device never worked properly. Patient was redirected back to healthcare professional (hcp) to address symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.